Event description:
The dentist reported that 3 implants were mobile and removed due to pain and soreness.

Manufacturer narrative:
The investigation for this device has not yet been completed. An update will be provided upon completion of the investigation. Catalog # 2215, lot # 6000961.